Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the monitoring printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The reported issues were confirmed in the provided device's log. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to monitoring printed circuit board.